Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, during care and maintenance, it was noticed the dressing was wet. Leak occurred adjacent to the PICC wings 90 days after insertion. Event occurred in the hospital in the oncology unit. PICC was inserted via the basilic vein to the 0 cm depth mark, and a total length of 42 cm. Catheter was locked with maxzero and secured with statlock, dressed straight down the arm. PICC was used for oncology treatment (paclitaxol). Catheter did not have occlusions and was not used for CT scans during the implant duration. Patient had been home with the PICC and performed care and maintenance while at home. PICC use included therapy administration, flushing to maintain patency and dressing changes. Catheter cleaned with chlorhexidine poured from a bottle. Catheter placed (B)(6)2024 and removed (B)(6)2024. No other information was provided.